Manufacturer narrative:
This report is submitted on 30 april 2020.

Manufacturer narrative:
This report is submitted on 25 november 2019.

Event description:
It was reported that the patient experienced a performance decrement with device use; subsequently the device was explanted on (B)(6) 2019. The patient was re-implanted with a new device during the same surgery.